Event description:
It was reported that a large volume infusor underinfused; the device "empties too slowly". This was observed during patient infusion with epoch (doxorubicin, vincristine and etoposide dissolved in glucose) treatment. The total volume of drug was 192ml. The patient received treatment for 106 hours; however, there was residual drug in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: patient is pediatric. E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, which showed residual fluid inside the device bladder which suggested an underinfusion may have occurred. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.